Event description:
Related manufacturer reference number: 2017865-2022-04381. It was reported that the patient presented remotely via merlin.net. The right atrial (ra) and right ventricular (rv) leads were both exhibiting noise due to insulation damage. The ra and rv leads were both explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of noise and suspected insulation break were confirmed. A complete lead was returned in two pieces. A clavicular crush damage was found damaging both inner and outer insulations and fracturing all the filars of the outer coil. X-ray examination showed that the inner coil was not damaged but all filars of the outer coil were fractured at the clavicular crush location. The cause of the reported events was due to clavicular crush.

Manufacturer narrative:
Correction to b1 and b2 was left blank and has been filled in adverse event, product problem and required intervention to prevent permanent impairment/damage (devices).